Manufacturer narrative:
The returned device was analyzed, and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that this patient went to the emergency room due to device beeping. Upon interrogation of the implantable cardioverter defibrillator (ICD) device, the device had recorded a code 1003, indicative of battery voltage too low for the projected remaining capacity. A technical services (t/s) consultant reviewed a download of the device's diagnostic data confirming code 1003, and recommended device replacement. The device was explanted and replaced without incident. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this patient went to the emergency room due to device beeping. Upon interrogation of the implantable cardioverter defibrillator (ICD) device, the device had recorded a code 1003, indicative of battery voltage too low for the projected remaining capacity. A technical services (t/s) consultant reviewed a download of the device's diagnostic data confirming code 1003, and recommended device replacement. The device was explanted and replaced without incident. The explanted device is expected to be returned for evaluation. No additional adverse patient effects were reported.